Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to verify software version due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no physical or moisture damage on pcba 1, pcba 2, force sensor, internal battery, battery tube and motor. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case behind the pump at the battery compartment. Cosmetic damage was confirmed at the case behind the pump at the battery compartment. Flashing medtronic logo was observed during analysis and was isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer found damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and crack was found on the back of the left on pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer has returned the device for analysis.